Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure no image was confirmed, however, the reported failure error code e231 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, error b30 occurred, the fiber bonding in the outer tube area, distal end was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, error b30 occurred and therefore no image was displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope error code e231 and no image. There were no reports of patient harm.